Event description:
It was reported that the bmw hydro guide wire (gw) was used to implant a quartet lv lead. During attempted removal of the guide wire resistance was noted with the lead as it was unable to be removed. Therefore, the lead and the gw were pulled back outside of the body as a single unit. The pliers were then used to remove the wire from the lead (outside of the patient) to see if the lead could be used to continue the procedure. The lead was re-advanced and another unspecified gw was attempted to be advanced but unable to, so the lead was removed again. A new lead and whisper wire were used to successfully complete the procedure. Additional information from the account states that a few days after the procedure, the patient experienced pericardial effusion and cardiac tamponade and there is a potential link as it is uncertain if the abbott devices (bmw gw, lead) caused or contributed to the patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove the device was unable to be replicated in a testing environment due to the condition of the returned device. Manipulation of the device likely resulted in the noted stretched and mangled coils. The noted coils and core separations likely occurred due to handling during packing/shipment for return analysis. D9, h3: device status changed from not returning to returned. Type of investigation code 4114 was removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effects of pericardial effusion and cardiac tamponade are not listed in the hi-torque guide wires instructions for use as known potential adverse events associated with use of this device; however pericardial effusion and cardiac tamponade are listed in the no-fault errors for coronary and endovascular products risk assessment as foreseeable events. As reportedly, the lead was re-advanced with another unspecified guide wire but unable to, it is possible that interaction/manipulation of devices resulted in compromising the lead; thus resulting in the reported difficult to remove; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficult to remove cannot be determined. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. D9, h3: device status changed from device returning to not returned.